Event description:
Event verbatim [preferred term] burn blister [burns second degree] , second wrap what seemed like a surge where product had gotten hotter than normal, [device issue] , she did not check her skin under the product while wearing thermacare. [Intentional device use issue] , rash [rash] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 76 year old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number s23842, expiration date mar2020) 2 multipacks each multipack contained 2 boxes of 2 count wraps in each box, for a total of 4 boxes or 8 wraps in red box, applied over microfiber cloth to lower right back going down towards thigh for approximately 7 hours, from an unknown date and ongoing for muscle spasms from mid-back over towards right side of back. The patient has been using thermacare heatwraps advanced back pain therapy for approximately 5 years as needed, for approximately 6-7 hours or until it cools down. The the patient currently under the care of a physician for various medical conditions. Medical history includes automobile accident on an unspecified date (sustained compression fracture-lumbar area lower back, left leg got caught under the brake, had surgery, 3-4 pins in left foot, injury with related swelling not like phlebitis, and optical nerve problems) cervical fusion (approximately 20 years ago), osteoporosis from an unknown date (treatment includes prolia injections and unknown infusion), decreased sensation/neuropathy: stating those go with osteoporosis, heart attack on (B)(6) 2004 almost died received 4 pints of blood,3 stents placed, (stated she was not told not to take sudafed after her first heart attack), 2nd heart attack 2006, (caused by sudafed), cancer, type 2 diabetes mellitus (does have poor circulation but has been ok with the neuropathy issue, the feet have been damaged, left one is major damage, right one is just sympathy pain), sinusitis problems (used to take sudafed), open sores, hives, metabolism has been off, and compression fracture in back from an unknown date. Concomitant medication included simvastatin (simvastatin) 20mg tablet oral once daily for heart attack, metoprolol (metoprolol) 50mg tablet oral once daily for heart attack, denosumab (prolia) prolia injections every 6 months, has had 3 injections in a 1.5 years, last injection around end of (B)(6) 2019 and an unknown infusion product started approximately 2017, last administered (B)(6) 2019 for osteoporosis, injections in eyes and has 3 different kinds of eye drops now to preserve vision due to optical nerve problems, and possibly supplements. The patient reported she received acupuncture and massage therapy on her lower back area for over approximately the last year. The patient previously received combination of stadol and demerol prior to nerve conduction test and experienced anaphylactic reaction, received penicillin and experienced anaphylactic reaction and sudafed sinus for sinus disorder (caused her second heart attack). Patient reported she received notice via telephone that thermacare heatwraps advanced back pain therapy wraps that had been recalled. The recall notice provided product lot/expiration date/upc information which matched the 2 multi-packs of thermacare heatwraps advanced back pain therapy that she purchased. She has applied both wraps from one of the boxes, first wrap from affected package was applied the first day without any associated event noted, the next consecutive day after using of the second wrap she experienced blisters on her right side, 2 bigger blisters than the other blisters. She did not notice the blisters until after removing the second wrap in (B)(6) 2019 (approximately 2-3 weeks ago). While wearing the second wrap she it seemed like a surge from where the heatwrap had gotten hotter than normal resulting in blisters, she did not think about it at the time; thought maybe she had moved around or something and that was why it seemed hotter. She wore the second wrap applied over microfiber cloth to lower right back going down towards thigh for maybe 7 hours. She did not realize the blisters were from the thermacare product until after she received the recall notice. Other blisters were spontaneous, 2 weeks after she initially developed blisters. The patient did not go to the doctor regarding this event because didnt think it was that significant, she had no fever. She applied aloe vera to the blister sites before they opened which has helped improve the blisters, no other testing, treatment, or medical interventions performed related to these events. The patient also reported the product did give her a rash. She does not have difficulty feeling heat or pain on her skin. It was unknown if she has rheumatoid arthritis, she does have a decreased sensation, neuropathy, stating yes, those go with osteoporosis', she does have diabetes type ii (but ok with neuropathy issue). Patients skin tone is very light or fair; she did not engage in exercise while using the product. Denied having abnormal skin at his time (had hives a long time ago due to medication but nothing now) she does have very sensitive skin stated has very thin skin on her legs and arms, if her skin on her arm gets a bump it will bleed. She did not check her skin under the product while wearing thermacare. She had read the usage instructions on thermacare before using the product. She previously used other heat products for pain relief such as hot water bottles, the ones that come with little jelly that can put in freezer or microwave, unknown for how long they were used, probably before starting thermacare. The patient denied previously experiencing any problems or symptoms with these products. The patient reported she did wear thermacare when sitting in a reclining chair, but does not have it totally reclining, reclining a little bit, affected area was on the side. She attached the adhesive to her clothing. The patient confirmed thermacare heatwraps was a single use device that was not reprocessed or reused. The patient reported she felt there was a malfunction with the thermacare heatwraps. She did not think about it until she received the phone call that the product was recalled. The first wrap from this package that she applied, maybe something else was against her skin and she didnt feel it, but she noticed the second time with the second wrap that there was a surge. The patient stated there was a reasonable possibility that the event burn blisters was related to the device, if not she would have had the blisters on both sides or a different area than the area she applied the wrap. She spoke with her doctor and asked if the blisters on her right side could be from the prolia injection. Her physician said no, it would not just be in that specific area. If it was prolia, there would have been universal blisters, all over. The patient reported there was a malfunction because she noticed with the second wrap that there was a surge. The major blisters went away, but they were almost at a weeping stage. The patient also mentioned the thermacare heatwraps advanced back pain therapy packages are hard to open. Caller verified that the box and wraps involved in blisters have been discarded. However, three remaining boxes and products have been retained. A sample of the product available to be returned. The patient has continued to purchase and applied unaffected product since she did not have a problem with other wraps. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. The action taken with the product was dose not changed. The patient mentioned the naturopathic acupuncture doctor could still feel some of the bumps from the blisters underneath because they were still there, though diminished. She still has a few little blisters left, but the blisters have been slowly going away. The clinical outcome of the event burn blister was recovering, and the outcome of the remaining events are unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jun2019): follow-up attempts are completed. No further information is expected. Follow- up (11jun2019): new information received from a contactable consumer included: new event (rash). Follow-up (15aug2019): follow-up attempts are completed. No further information is expected. Follow-up (16aug2019): new information received from product quality group includes: severity of harm ranking. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of burn blisters, device issue (gotten hotter) and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event rash is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , she did not check her skin under the product while wearing thermacare. [Intentional device misuse] , second wrap what seemed like a surge where product had gotten hotter than normal, [device issue] , rash [rash] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 76-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number s23842, expiration date mar2020) 2 multipacks each multipack contained 2 boxes of 2 count wraps in each box, for a total of 4 boxes or 8 wraps in red box, applied over microfiber cloth to lower right back going down towards thigh for approximately 7 hours, from an unknown date and ongoing for muscle spasms from mid-back over towards right side of back. The patient had been using thermacare heatwraps advanced back pain therapy for approximately 5 years as needed, for approximately 6-7 hours or until it cooled down. The patient currently under the care of a physician for various medical conditions. Medical history included automobile accident on an unspecified date (sustained compression fracture-lumbar area lower back, left leg got caught under the brake, had surgery, 3-4 pins in left foot, injury with related swelling not like phlebitis, and optical nerve problems), cervical fusion in 1999 (approximately 20 years before), osteoporosis from an unknown date (treatment included prolia injections and unknown infusion), decreased sensation/neuropathy: stating those go with osteoporosis, heart attack on (B)(6) 2004 almost died received 4 pints of blood,3 stents placed, (stated she was not told not to take sudafed after her first heart attack), 2nd heart attack 2006, (caused by sudafed), cancer, type 2 diabetes mellitus (had poor circulation but had been ok with the neuropathy issue, the feet have been damaged, left one was major damage, right one was just sympathy pain), sinus problems (used to take sudafed), open sores, hives, metabolism had been off, and compression fracture in back from an unknown date. She did have very sensitive skin stated has very thin skin on her legs and arms, if her skin on her arm gets a bump it will bleed. Concomitant medication included simvastatin 20mg tablet oral once daily for heart attack, metoprolol 50mg tablet oral once daily for heart attack, denosumab (prolia) prolia injections every 6 months, had 3 injections in a 1.5 years, last injection around end of (B)(6) 2019 and an unknown infusion product started approximately 2017, last administered (B)(6) 2019 for osteoporosis, injections in eyes and had 3 different kinds of eye drops now to preserve vision due to optical nerve problems, and possibly supplements. The patient reported she received acupuncture and massage therapy on her lower back area for over approximately the last year. The patient previously received combination of stadol and demerol prior to nerve conduction test and experienced anaphylactic reaction, allergic to penicillin and sudafed sinus for sinus disorder (caused her second heart attack). Patient reported she received notice via telephone that thermacare heatwraps advanced back pain therapy wraps that had been recalled. The recall notice provided product lot/expiration date/upc information which matched the 2 multi-packs of thermacare heatwraps advanced back pain therapy that she purchased. She had applied both wraps from one of the boxes, first wrap from affected package was applied the first day without any associated event noted, the next consecutive day after using of the second wrap she experienced blisters on her right side, 2 bigger blisters than the other blisters. She did not notice the blisters until after removing the second wrap in (B)(6) 2019 (approximately 2-3 weeks ago). While wearing the second wrap she it seemed like a surge from where the heatwrap had gotten hotter than normal resulting in blisters, she did not think about it at the time; thought maybe she had moved around or something and that was why it seemed hotter. She wore the second wrap applied over microfiber cloth to lower right back going down towards thigh for maybe 7 hours. She did not realize the blisters were from the thermacare product until after she received the recall notice. Other blisters were spontaneous, 2 weeks after she initially developed blisters. The patient did not go to the doctor regarding this event because didn't think it was that significant, she had no fever. She applied aloe vera to the blister sites before they opened which has helped improve the blisters, no other testing, treatment, or medical interventions performed related to these events. The patient also reported the product did give her a rash in 2019. She did not have difficulty feeling heat or pain on her skin. It was unknown if she had rheumatoid arthritis, she had a decreased sensation, neuropathy, stating yes, those go with osteoporosis', she had diabetes type ii (but ok with neuropathy issue). Patients skin tone was very light or fair; she did not engage in exercise while using the product. Denied having abnormal skin at his time (had hives a long time ago due to medication but nothing now). She was not pregnant.she did not check her skin under the product while wearing thermacare in (B)(6) 2019. She had read the usage instructions on thermacare before using the product. She previously used other heat products for pain relief such as hot water bottles, the ones that come with little jelly that can put in freezer or microwave, unknown for how long they were used, probably before starting thermacare. The patient denied previously experiencing any problems or symptoms with these products. The patient reported she did wear thermacare when sitting in a reclining chair, but did not have it totally reclining, reclining a little bit, affected area was on the side. She attached the adhesive to her clothing. The patient confirmed thermacare heatwraps was a single use device that was not reprocessed or reused. The patient reported she felt there was a malfunction with the thermacare heatwraps. She did not think about it until she received the phone call that the product was recalled. The first wrap from this package that she applied, maybe something else was against her skin and she didn't feel it, but she noticed the second time with the second wrap that there was a surge. The patient stated there was a reasonable possibility that the event burn blisters was related to the device, if not she would have had the blisters on both sides or a different area than the area she applied the wrap. She spoke with her doctor and asked if the blisters on her right side could be from the prolia injection. Her physician said no, it would not just be in that specific area. If it was prolia, there would have been universal blisters, all over. The patient reported there was a malfunction because she noticed with the second wrap that there was a surge. The major blisters went away, but they were almost at a weeping stage. The patient also mentioned the thermacare heatwraps advanced back pain therapy packages were hard to open. Caller verified that the box and wraps involved in blisters have been discarded. However, three remaining boxes and products have been retained and a sample was available to be returned. The patient had continued to purchase and applied unaffected product since she did not have a problem with other wraps. The action taken with the product was dose not changed. The patient mentioned the naturopathic acupuncture doctor could still feel some of the bumps from the blisters underneath because they were still there, though diminished. She still had a few little blisters left, but the blisters had been slowly going away. The clinical outcome of the events "burn blister" and "second wrap what seemed like a surge where product had gotten hotter than normal" was recovering, and the outcome of the remaining events are unknown. Per the product quality group, the hazard analysis list (hal) severity of harm ranking assigned for the events was s3 described as serious injury which could result in the need for medical treatment and hospitalization. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused blisters, "wraps involved in blisters on her right side". The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch s23842 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaints intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 16aug2017 through 16aug2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 543 complaints for lower, back and hip 8 hr (lbh 8hr) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show an increase in apr2019 thru may2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 24 month trend chart for batches with unknown batch numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 hr. These complaints are classified as an open pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh 8hr products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh 8hr product, refer to attachment adverse event for lbh 8hr aug2017 to aug2019. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec 23451, effective: 28nov2016. There were no wrap attribute or variable defects recorded for the batch that would affect wrap temperature. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Follow-up (24jun2019): follow-up attempts are completed. No further information is expected. Follow- up (11jun2019): new information received from a contactable consumer included: new event (rash). Follow-up (15aug2019): follow-up attempts are completed. No further information is expected. Follow-up (16aug2019): new information received from product quality group includes: severity of harm ranking. Follow-up attempts are completed. No further information is expected. Follow-up (31aug2019): new information received from product quality group includes: investigation results. Company clinical evaluation comment: based on the information provided, the events of burn blisters, device issue (gotten hotter) and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event rash is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burn blisters, device issue (gotten hotter) and intentional device misuse as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event rash is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused blisters, "wraps involved in blisters on her right side". The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch s23842 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaints intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 16aug2017 through 16aug2019/manufacturing site: pfizer albany/complaint class: external cause investigation/ complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 543 complaints for lower, back and hip 8 hr (lbh 8hr) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, advers.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , second wrap what seemed like a surge where product had gotten hotter than normal, [device issue] , she did not check her skin under the product while wearing thermacare. [Intentional device use issue] , rash [rash] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A 76 year old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number s23842, expiration date mar2020) 2 multipacks each multipack contained 2 boxes of 2 count wraps in each box, for a total of 4 boxes or 8 wraps in red box, applied over microfiber cloth to lower right back going down towards thigh for approximately 7 hours, from an unknown date and ongoing for muscle spasms from mid-back over towards right side of back. Consumer has been using thermacare heatwraps advanced back pain therapy for approximately 5 years as needed, for approximately 6-7 hours or until it cools down. The consumer currently under the care of a physician for various medical conditions. Medical history includes automobile accident on an unspecified date (sustained compression fracture-lumbar area lower back, left leg got caught under the brake, had surgery, 3-4 pins in left foot, injury with related swelling not like phlebitis, and optical nerve problems) cervical fusion (approximately 20 years ago), osteoporosis from an unknown date (treatment includes prolia injections and unknown infusion), decreased sensation/neuropathy: stating those go with osteoporosis, heart attack on 15apr2004 almost died received 4 pints of blood,3 stents placed, (stated she was not told not to take sudafed after her first heart attack), 2nd heart attack 2006, (caused by sudafed), cancer, type 2 diabetes mellitus (does have poor circulation but has been ok with the neuropathy issue, the feet have been damaged, left one is major damage, right one is just sympathy pain), sinusitis problems (used to take sudafed), open sores, hives, metabolism has been off, and compression fracture in back from an unknown date. Concomitant medication included simvastatin (simvastatin) 20mg tablet oral once daily for heart attack, metoprolol (metoprolol) 50mg tablet oral once daily for heart attack, denosumab (prolia) prolia injections every 6 months, has had 3 injections in a 1.5 years, last injection around end of mar2019 and an unknown infusion product started approximately 2017, last administered feb2019 for osteoporosis, injections in eyes and has 3 different kinds of eye drops now to preserve vision due to optical nerve problems, and possibly supplements. Consumer reported she received acupuncture and massage therapy on her lower back area for over approximately the last year. The patient previously received combination of stadol and demerol prior to nerve conduction test and experienced anaphylactic reaction, received penicillin and experienced anaphylactic reaction and sudafed sinus for sinus disorder (caused her second heart attack). Patient reported she received notice via telephone that thermacare heatwraps advanced back pain therapy wraps that had been recalled. The recall notice provided product lot/expiration date/upc information which matched the 2 multi-packs of thermacare heatwraps advanced back pain therapy that she purchased. Consumer reported she has applied both wraps from one of the boxes, first wrap from affected package was applied the first day without any associated event noted, the next consecutive day after using of the second wrap she experienced blisters on her right side, 2 bigger blisters than the other blisters. She did not notice the blisters until after removing the second wrap in apr2019 (approximately 2-3 weeks ago). While wearing the second wrap she it seemed like a surge from where the heatwrap had gotten hotter than normal resulting in blisters, she did not think about it at the time; thought maybe she had moved around or something and that was why it seemed hotter. She wore the second wrap applied over microfiber cloth to lower right back going down towards thigh for maybe 7 hours. She did not realize the blisters were from the thermacare product until after she received the recall notice. Other blisters were spontaneous, 2 weeks after she initially developed blisters. The patient did not go to the doctor regarding this event because didnt think it was that significant, she had no fever. Consumer applied aloe vera to the blister sites before they opened which has helped improve the blisters, no other testing, treatment, or medical interventions performed related to these events. The patient also reported the product did give her a rash. Consumer reported she does not have difficulty feeling heat or pain on her skin. It was unknown if she has rheumatoid arthritis, she does have a decreased sensation, neuropathy, stating yes, those go with osteoporosis', she does have diabetes type ii (but ok with neuropathy issue). Patients skin tone is very light or fair; she did not engage in exercise while using the product. Denied having abnormal skin at his time (had hives a long time ago due to medication but nothing now) consumer stated she does have very sensitive skin stated has very thin skin on her legs and arms, if her skin on her arm gets a bump it will bleed. She did not check her skin under the product while wearing thermacare. She had read the usage instructions on thermacare before using the product. She previously used other heat products for pain relief such as hot water bottles, the ones that come with little jelly that can put in freezer or microwave, unknown for how long they were used, probably before starting thermacare. Consumer denied previously experiencing any problems or symptoms with these products. Consumer reported she did wear thermacare when sitting in a reclining chair, but does not have it totally reclining, reclining a little bit, affected area was on the side. She attached the adhesive to her clothing. The patient confirmed thermacare heatwraps was a single use device that was not reprocessed or reused. Consumer reported she felt there was a malfunction with the thermacare heatwraps. She did not think about it until she received the phone call that the product was recalled. The first wrap from this package that she applied, maybe something else was against her skin and she didnt feel it, but she noticed the second time with the second wrap that there was a surge. Consumer stated there was a reasonable possibility that the event burn blisters was related to the device, if not she would have had the blisters on both sides or a different area than the area she applied the wrap. She spoke with her doctor and asked if the blisters on her right side could be from the prolia injection. Her physician said no, it would not just be in that specific area. If it was prolia, there would have been universal blisters, all over. Consumer reported there was a malfunction because she noticed with the second wrap that there was a surge. The major blisters went away, but they were almost at a weeping stage. Consumer also mentioned the thermacare heatwraps advanced back pain therapy packages are hard to open. Caller verified that the box and wraps involved in blisters have been discarded. However, three remaining boxes and products have been retained. A sample of the product available to be returned. The consumer has continued to purchase and applied unaffected product since she did not have a problem with other wraps. The action taken with the product was dose not changed. Consumer mentioned the naturopathic acupuncture doctor could still feel some of the bumps from the blisters underneath because they were still there, though diminished. She still has a few little blisters left, but the blisters have been slowly going away. The clinical outcome of the event burn blister was recovering, and the outcome of the remaining events are unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24jun2019): follow-up attempts are completed. No further information is expected. Follow- up (11jun2019): new information received from a contactable consumer included: new event (rash). Company clinical evaluation comment based on the information provided, the events of burn blisters, device issue (gotten hotter) and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event rash is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn blisters, device issue (gotten hotter) and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event rash is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Burn blister [burns second degree], second wrap what seemed like a surge where product had gotten hotter than normal, [device issue], she did not check her skin under the product while wearing thermacare [intentional device use issue]. Case narrative: this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number s23842, expiration date mar2020) 2 multipacks each multipack contained 2 boxes of 2 count wraps in each box, for a total of 4 boxes or 8 wraps in red box, applied over microfiber cloth to lower right back going down towards thigh for approximately 7 hours, from an unknown date and ongoing for muscle spasms from mid-back over towards right side of back. Consumer has been using thermacare heatwraps advanced back pain therapy for approximately 5 years as needed, for approximately 6-7 hours or until it cools down. Concomitant medication included simvastatin (simvastatin) 20mg tablet oral once daily for heart attack, metoprolol (metoprolol) 50mg tablet oral once daily for heart attack, denosumab (prolia) prolia injections every 6 months, has had 3 injections in a 1.5 years, last injection around end of (B)(6) 2019 and an unknown infusion product started approximately 2017, last administered (B)(6) 2019 for osteoporosis, injections in eyes and has 3 different kinds of eye drops now to preserve vision due to optical nerve problems, and possibly supplements. The consumer currently under the care of a physician for various medical conditions. Medical history includes automobile accident on an unspecified date (sustained compression fracture-lumbar area lower back, left leg got caught under the brake, had surgery, 3-4 pins in left foot, injury with related swelling not like phlebitis, and optical nerve problems) cervical fusion (approximately 20 years ago), osteoporosis from an unknown date (treatment includes prolia injections and unknown infusion), decreased sensation/neuropathy: stating those go with osteoporosis, heart attack on (B)(6) 2004 almost died received 4 pints of blood, 3 stents placed, (stated she was not told not to take sudafed after her first heart attack), 2nd heart attack 2006, (caused by sudafed), cancer, type 2 diabetes mellitus (does have poor circulation but has been ok with the neuropathy issue, the feet have been damaged, left one is major damage, right one is just sympathy pain), sinusitis problems (used to take sudafed), open sores, hives, metabolism has been off, and compression fracture in back from an unknown date. Consumer reported she received acupuncture and massage therapy on her lower back area for over approximately the last year. The patient previously received combination of stadol and demerol prior to nerve conduction test and experienced anaphylactic reaction, received penicillin and experienced anaphylactic reaction and sudafed sinus for sinus disorder (caused her second heart attack). Patient reported she received notice via telephone that thermacare heatwraps advanced back pain therapy wraps that had been recalled. The recall notice provided product lot/expiration date/upc information which matched the 2 multi-packs of thermacare heatwraps advanced back pain therapy that she purchased. Consumer reported she has applied both wraps from one of the boxes, first wrap from affected package was applied the first day without any associated event noted, the next consecutive day after using of the second wrap she experienced blisters on her right side, 2 bigger blisters than the other blisters. She did not notice the blisters until after removing the second wrap in (B)(6) 2019 (approximately 2-3 weeks ago). While wearing the second wrap she it seemed like a surge from where the heatwrap had gotten hotter than normal resulting in blisters, she did not think about it at the time; thought maybe she had moved around or something and that was why it seemed hotter. She wore the second wrap applied over microfiber cloth to lower right back going down towards thigh for maybe 7 hours. She did not realize the blisters were from the thermacare product until after she received the recall notice. Other blisters were spontaneous, 2 weeks after she initially developed blisters. The patient did not go to the doctor regarding this event because didnt think it was that significant, she had no fever. Consumer applied aloe vera to the blister sites before they opened which has helped improve the blisters, no other testing, treatment, or medical interventions performed related to these events. Consumer reported she does not have difficulty feeling heat or pain on her skin. It was unknown if she has rheumatoid arthritis, she does have a decreased sensation, neuropathy, stating yes, those go with osteoporosis', she does have diabetes type ii (but ok with neuropathy issue). Patients skin tone is very light or fair; she did not engage in exercise while using the product. Denied having abnormal skin at his time (had hives a long time ago due to medication but nothing now) consumer stated she does have very sensitive skin stated has very thin skin on her legs and arms, if her skin on her arm gets a bump it will bleed. She did not check her skin under the product while wearing thermacare. She had read the usage instructions on thermacare before using the product. She previously used other heat products for pain relief such as hot water bottles, the ones that come with little jelly that can put in freezer or microwave, unknown for how long they were used, probably before starting thermacare. Consumer denied previously experiencing any problems or symptoms with these products. Consumer reported she did wear thermacare when sitting in a reclining chair, but does not have it totally reclining, reclining a little bit, affected area was on the side. She attached the adhesive to her clothing. The patient confirmed thermacare heatwraps was a single use device that was not reprocessed or reused. Consumer reported she felt there was a malfunction with the thermacare heatwraps. She did not think about it until she received the phone call that the product was recalled. The first wrap from this package that she applied, maybe something else was against her skin and she didnt feel it, but she noticed the second time with the second wrap that there was a surge. Consumer stated there was a reasonable possibility that the event burn blisters was related to the device, if not she would have had the blisters on both sides or a different area than the area she applied the wrap. She spoke with her doctor and asked if the blisters on her right side could be from the prolia injection. Her physician said no, it would not just be in that specific area. If it was prolia, there would have been universal blisters, all over. Consumer reported there was a malfunction because she noticed with the second wrap that there was a surge. The major blisters went away, but they were almost at a weeping stage. Consumer also mentioned the thermacare heatwraps advanced back pain therapy packages are hard to open. Caller verified that the box and wraps involved in blisters have been discarded. However, three remaining boxes and products have been retained. A sample of the product available to be returned. The consumer has continued to purchase and applied unaffected product since she did not have a problem with other wraps. The action taken with the product was dose not changed. Consumer mentioned the naturopathic acupuncture doctor could still feel some of the bumps from the blisters underneath because they were still there, though diminished. She still has a few little blisters left, but the blisters have been slowly going away. The clinical outcome of the event blisters are recovering, and the outcome of the remaining events are unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn blisters, device issue (gotten hotter) and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.